Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure with placement of a 2.5 x 28 mm xience v in the distal left anterior descending (lad) artery and placement of a 2.5 x 18 mm xience v stent in the mid lad. On (B)(6) 2011, the patient experienced chest pain. An ischemia-driven angiography was performed on (B)(6) 2011 and revealed stenosis in the mid lad. On (B)(6) 2011, the patient underwent a revascularization procedure with placement of a non-abbott stent in the mid lad. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.